Event description:
It was reported that signal loss over one hour occurred. On 04/24/2024, the patient was asleep when her husband noticed that she was cold and unresponsive, she experienced diabetic coma. The husband called 911, and paramedics arrived and treated the patient with nasal glucagon spray and a glucose tablet and took the patient to the hospital. Once there, the ER (emergency room) nurse took a bg (blood glucose) reading which was 30 mg/dl, and there were no cgm (continuous glucose monitoring) readings as there was no signal. At the hospital, the patient was treated with glucose tabs and insulin (supposed to be for diabetes management). The patient was discharged after 4 days. At the time of the report the patient was fine. Data investigation could not confirm signal loss issue. Data was provided for investigation but does not reflect the full investigation window. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.